Event description:
Reportedly, this device was explanted after approximately a 1 month implant duration due to mitral insufficiency and coronary artery disease.

Manufacturer narrative:
Device not returned.